Manufacturer narrative:
It was reported that the customer could not view the patient beds from the central monitoring station as the org-9110a multi patient receiver was displaying error lights. The unit was cleaned and evaluated. The reported problem of error led constantly lit was duplicated. The system was initialized and the unit reconfigured. The unit was tested per service manual and the results were recorded on the maintenance check sheet. The unit completed 72 hours of extended testing and operates to manufacturer's specifications. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Failure investigation is still in progress.

Event description:
It was reported that the customer could not view the patient beds from the central monitoring station as the org-9110a multi patient receiver was displaying error lights.